Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable pump won't run." Error. The pump had a residual volume of 9 ml when pumping at a rate of 50.0 ml/24 hrs. 5.65 ml was delivered before the error occurred. Patient not affected. There were no reported adverse events.